Event description:
The manufacturer received information alleging a ventilator failed testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board and flow sensor assembly were replaced to address the issue.